Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ats45 device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the instrument fired correctly for all firings, until the final firing across the bowel. A white reload was used and the instrument cut, but the staples didn¿t form correctly. No unusual noises were described, or any increase in pressure to fire. The instrument was reported to have been cleaned correctly in between loading cartridges and wasn¿t fired near any other staple lines. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.